Event description:
It was reported that the patient was asymptomatic. It was noted that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). The low frequency attenuation (lfa) filter was turned on. The patient was stable following the changes.